Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Medwatch # mw5148676. This is 4 of 4 reports linked to mfg report numbers: 3004170064-2024-00004; 3004170064-2024-00005; 3004170064-2024-00006. A facility reported: "(B)(6) - right medial heel, right lateral heel pressure/diabetic ulcers- wound debrided and primatrix #1 placed "(B)(6) -wound slightly more pale this week. Primatrix #2 placed "(B)(6) - graft left in place-restore veil was replaced and secured with steristrips. " ""(B)(6) - macerated callus buildup but wound base pink with a bit of biofilm. Debridement and primatrix #3 placed." "On 2022 - diabetic ulcer of right foot associated with dm 2 with fat layer exposed. First primatrix placed "(B)(6) ; wound base more red. Primatrix placed. "(B)(6) - superior aspect of the wound edge has an extended area of ulceration. Primatrix placed (#5) on 2023 - wound larger- treatment plan chanced- silver alginate; cultureserratia marcescens; klebsiella pneumoniae, e. Faecalis. "(B)(6) - wound improved and wound continued to improve. No fever identified during visits." Event: wound larger / culture serratia marcescens; klebsiella pneumoniae, e. Faecalis.

Manufacturer narrative:
The primatrix (607-005-018)) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Additional information received: placement date: (B)(6) 2022. Patient health effect and date: infection treatment: (B)(6) 2023- cleanse with vashe and gauze. New treatment plan this week. We did not apply skin graft today, we applied a piece of silver alginate over the wound and secured with an allevyn. He and his wife were educated on how to apply this dressing and instructed to change this dressing daily for the next week. Wound measures sl larger in length. New small ulcer just below the original - due to maceration. No primatrix today culture of wound. (B)(6) - cleanse with vashe and gauze. Silver alginate placed over the ulcer of the right foot. Cover with allevyn dressing to be changed daily using gentamicin ointment and alginate.

Event description:
N/a

Manufacturer narrative:
Additional information received: question: for our documentation, can you please advise why there was a delay in submitting the medwatch forms for the various primatrix complaints reported in november of 2023. Some complaints date back as far as 2019, but all complaints were reported at the same time in november 2023. Was this due to the recall? Answer: "yes. This was due to the integra recall." FDA recall number: res# 92481.

Event description:
N/a.